Event description:
It was observed that during the device evaluation, the subject device exhibited the fiber bonding in the outer tube area (distal end) was damaged, the outer tube had a dent and the protector of the video cable section was cut. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, the most probable cause of the reported failures was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.